Event description:
A report was received that the patient was experiencing severe pain in the back and around the stomach. It was the physician&#38112;opinion that the tunneling tool was the possible cause of the pain. The patient was given pain medication and was reportedly doing well.